Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-80501.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose reading of 566 mg/dl. Found that the customer was treating based on the sensor glucose readings instead of the blood glucose readings. Also found that the sensors were expired. Troubleshooting was performed, and the test plug procedure passed. Nothing further was reported.